Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 additional information: d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device power does not come on" malfunction would likely be related to a circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the procedure was completed using a similar device.

Event description:
It was reported that sometimes the power does not come on in the high definition liquid crystal display (lcd) monitor. The issue occurred during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.